Event description:
The customer reported after flushing and aspirating blood to check for central line patency, the connector sprayed flush that made contact with the nurse¿s eyes upon removal. There was no patient or provider harm.

Manufacturer narrative:
The customer¿s complaint that the connector leaked could not be confirmed due to the product was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that when the rn was flushing and aspirating blood to check the line for patency of the central line. The flush had blood in it, and when she disconnected it from the connector, blood mixed with saline shot into her eye from the connector. There seems to be more pressure behind the maxzero needless connectors than the old ones. There was no harm.